Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test. Insulin pump was exposed to fluid, it was fell into water. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.